Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Failed pressure cal - upstream voltage- (B)(4). No charge/ oob repair. Npi. (B)(4). After investigation, the device module run time was created by company employees. This device meets the criteria per (B)(4) out-of-box failure processing document # (B)(4) for restocking back to finished goods warehouse. (B)(4). Problem description: failed pressure cal- upstream voltage. Lab observations (condition of unit as received): the module was received in good condition. Investigation summary: initial bench test of occlusion resulted in high values within spec; 12.10, 10.16, 11.25 psi. Replacing upper sensor moved spec. Margin to center of range; 10.0, 8.4, 9.1 psi. Conclusion: upper sensor vout with no-set was +1.0671 volts. Normally +0.98v although, occlusion measurements were within spec. Replacing sensor to acquire an improved range was best for overall system performance. Rework: none. Disposition: route to service for normal process. (B)(4). Pressure sensor (tc010008555) was replaced in ops lab. (B)(4). Part will not be documented in notification.